Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 37743, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. It was reported that the patient programmer wouldn't power up. The patient only had carbon zinc and super heavy-duty batteries, so the patient was not able to change the batteries to new (B)(6) batteries. No out of box failure was reported. The patient said they needed to use the programmer since his hand fell asleep which is the reason the patient got the implant. The patient had to go to the emergency room. The patient was going to get new batteries and follow up with their healthcare provider (hcp). No further complications were reported.